Event description:
Procedure: laparoscopic assisted hysterectomy. Reportedly, while using the device, a foreign material dropped into the cavity. It was removed without difficulty through the cannula. No patient injury was reported.